Event description:
The core micro drill was returned to stryker instruments for service, and during failure analysis it was noted that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The core micro drill was returned to stryker instruments for service, and during failure analysis it was noted that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of the device not being recognized by the console was confirmed. The drill was found to have a bias current error during testing. A bias current error is displayed by the console due to either an open circuit or a short in the circuit. This causes a voltage change that is sensed by the console causing the drill to stop running. In case the user manually overrides the error, there is the potential of run on to occur. The error in this case was due to an issue with the motor cartridge.